Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the therapy never seemed to be "real good" for their symptoms since implant. The patient stated also since implant, whenever they'd make an adjustment to their therapy settings, they'd get a shock/jolt in their groin area. The patient stated they'd finally been able to get the setting to a level where it was helping them/working really well for their symptoms for almost a whole year. The patient stated they saw their managing health care provider (hcp) in january and everything had been going great, however in around april/may, they noticed they started to get a really bad pain that would last for an hour to a half hour at a time before it would "ease up" and the patient stated that eventually they were able to put together that the pain they were experiencing was in the same area where they would feel the shock/jolt when increasing the stimulation. The patient stated they turned the therapy off and pain went away. The patient stated they'd turned the therapy back on since then and have been experimenting with trying different programs, but they weren't seeing the same relief they'd once gotten, and they still would get the shocking when they increased. The caller could not recall when exactly they met with the manufacturing representative (rep) in the past, but stated they would have met with a rep the first 2 or 3 times they went to their health care provider (hcp) office after implant and that the rep had to have known about the shocking because the patient would be "jumping" when they were making adjustments. The patient denied having had any falls or traumas that led to the issue. The patient stated they had an appointment with their hcp and a the rep on (B)(6) 2023. The patient also mentioned that even when the therapy was helping their symptoms, they felt the stimulation what felt like intermittently. Reviewed stimulation considerations with the patient and the patient stated it didn't feel consistent and that they'd feel the stimulation every couple seconds. The patient was redirected to continue following up with their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.